Event description:
Patient reported that 2 weeks ago, the device generated a mechanical error. When the patient removed the insulin cartridge, he discovered that it had cracked inside of the device, causing 200u of insulin to pool in bottom the cartridge chamber. Pump user cleaned out the cartridge chamber, and continued using the device.